Event description:
It was reported that a smiths medical pump stopped working on a patient. It gives an error message and stopped infusion. I don't know the error message, the oncology nurse returned with unused 5fu" per the facility. No adverse patient effects were reported.